Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va0tx5d, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that in the beginning their healthcare provider (hcp) just looked at it on a thursday and gave her an antibiotic. The patient reported that by monday, it had burst open and she went back to the office. The patient reported that their hcp was on vacation and another doctor admitted her at 11:30 am. The patient reported that she finally had it removed a 3:30 pm. The patient reported that they took the device and lead wire out leaving the other lead wire from the previous device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tx5d, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a culture was taken on (B)(6) 2015, which populated with mrsa. The generator (ins) and lead were explanted and the patient was given intravenous to oral (IV and po) antibiotics.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a (B)(6) infection along with fever, swelling, drainage and incisional wound opening around the ins. This is a gradual change in symptoms.